Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: 2017 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and manufacturer's representative (rep). It was reported a rep met with the patient and their stimulation was responding just as it was from a previous meeting. The impedances remained high when the rep saw the patient. The rep attempted to reprogram the patient's "good" lead, but no additional benefit was gained. The physician was discussing a lead revision, but a surgery date had not yet been set. The patient reported they had a busted lead and they were working with the healthcare professional (hcp) to schedule a time to fix it. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the patient went to the clinic because they no longer could feel stimulation and their pain had increased. Impedances were checked and 7 of the 8 electrodes were out-of-range (oor). The patient was reprogrammed using the other lead, but coverage was not as good in their left leg. The patient reported they fell 3 times. No further complications were reported.